Manufacturer narrative:
The reported sensor was returned. Visual inspection has been performed and no issues were observed. Extended investigation is pending at this time. A final report will be submitted once additional information is received. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date she noticed a ¿red mark¿ where the sensor was inserted so she self-presented to a healthcare provider who prescribed fucidin (fusidic acid, an antibiotic) cream. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product download. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date she noticed a ¿red mark¿ where the sensor was inserted so she self-presented to a healthcare provider who prescribed fucidin (fusidic acid, an antibiotic) cream. No additional treatment was required. There was no report of death or permanent injury associated with this event.